Manufacturer narrative:
The one of the eyelets of the product was observed to be broken open and deformed. It is unknown how or when the damage occurred. A review of the manufacturing records showed no anomalies. All timesh straight plates are 100% inspected at the time of manufacture. (B)(4)

Event description:
It was reported to medtronic neurosurgery that the product was found to be broken. It was also reported that the patient's current status is normal.